Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that when she removed the tampon, the tip of the tampon was soaked but the rest of the tampon was unraveled and partially split apart. She manually reached into her outer vagina and pulled out some small pieces of the tampon. No injury was reported.

Event description:
Consumer contacted via phone and stated that when she removed the tampon, the tip of the tampon was soaked but the rest of the tampon was unraveled and partially split apart. She manually reached into her outer vagina and pulled out some small pieces of the tampon. No injury was reported.

Manufacturer narrative:
On 17-sep-2020 product investigation results: no failure could be identified as a result of the investigation.